Event description:
The manufacturer's representative reported the patient experienced itchiness and return of spasticity. The patient was admitted to the hospital for a week. The patient was being treated with oral medications and device troubleshooting. A dye study through the catheter access port was performed and showed no issues. Roller study was negative. No pump volume discrepancies have been noted. Event logs did not reveal any issues. The hcp is planning to replace the catheter. A follow-up report will be sent if additional information becomes available.